Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x37mm stent 12 mm dw tip stent (enc453712, 6610139) passed through the unspecified microcatheter (mc) and physician started to release the stent. However, the stent could not be opened. Then, the doctor withdrew the stent a little for adjusting, it still could not open. A new stent was switched to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during the advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. The stent was recaptured into the mc and removed. The target vessel/site was the middle cerebral artery (mca). The procedure was delayed by 10 minutes due to the event. The delays were not clinically significant. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The product is available for evaluation and testing; however, it has not been received to date. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9 g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x37mm stent 12 mm dw tip stent (enc453712, 6610139) passed through the unspecified microcatheter (mc) and physician started to release the stent. However, the stent could not be opened. Then, the doctor withdrew the stent a little for adjusting, it still could not open. A new stent was switched to complete the surgery. There was no patient injury report. Additional information received indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during the advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. There was no blood flow restriction. The stent was recaptured into the mc and removed. The target vessel/site was the middle cerebral artery (mca). The procedure was delayed by 10 minutes due to the event. The delay was not clinically significant. A non-sterile EU 4.5x37mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer return separated, and they were found to be in good condition (i.e., no kinks, no fractures, or separations). The device was inspected under microscopic magnification, and the stent was observed to be fully expanded; however, there was structural damage in one of the distal ends the struts were noted with a bent condition. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding the stent not being able to open was not confirmed since the stent was fully expanded during the analysis. The bent struts found during the inspection of the stent component were not originally reported in the complaint. It is possible that the stent inadvertently became damaged during the microcatheter's advancement. With the limited information available, the root cause remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A device history record (DHR) of lot number 6610139 was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.